Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the patient cable had no signal or that the connector of the patient cable was broken. Even though the connector plug had two bent pins, the cable passed functional testing using a standard connection. If information is provided in the future, a supplemental report will be issued.

Event description:
The cables were returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, there was no signal from the leads. It was discovered that the connector of the patient cables were broken. It was recommended that the cables be returned for analysis, but its current status is unknown. No patient complications have been reported as a result of this event.